Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. As of date of this report, the device has not been returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, a clip "bounced out" or became loose while the customer was using a small clip applier instrument. The clip was retrieved during the same procedure which was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. During the procedure, the instrument was not able to retain the horizon small clip after inserting into the patient. The clip fell inside the patient and was retrieved during same procedure and confirmed with visual inspection. Post-operative tests were not performed. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition as well as engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was retested, and it passed all in-house testing on both attempts. The instrument was fully functional. There was no physical damage at the distal wrist. The housing was removed for inspection and found with no damage. There was no product issue identified.

Event description:
Refer to h10/h11 for follow-up information.